Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also mentioned that the escape and act buttons were unresponsive. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added also receiving a battery out limit, but declined troubleshooting. The insulin pump will be returned for analysis.